Manufacturer narrative:
Updated blocks: h6 and h9. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed batteries to accept charge and maintain battery backup power for the minimum requirement of 52 minutes. However, the batteries indicate a "too low" siemens (s) reading after shutdown determining battery may have internal abnormalities. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was discovered when the perfusionist was doing a unit check up. The field service representative (fsr) verified the reported issue. The batteries dropped from 18.00 amp hours (ah) to 13 ah within five minutes. He replaced the batteries. The unit operated to the manufacturer's specifications. The suspect batteries were returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the batteries would not hold a charge and were depleting too quickly. There was no patient involvement.